Manufacturer narrative:
The field service representative was repairing the analyzer which caused the customer to have a chemical reaction. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation: while field service performed an architect i2000sr instrument service advisory (isa) requiring the use of a structural adhesive, an employee within the laboratory experienced the symptoms referenced below. No indication of a deficiency of the architect i2000sr or associated labeling was identified. A review of complaint text indicates that a laboratory employee at a customer site experienced the following symptoms after inhalation of a structural adhesive (devcon plastic welder) utilized by an abbott field service representative (fsr) when performing: giddiness, dryness of the mouth, and a burning sensation in the throat. Further information indicates that approximately 35 ml of the structural adhesive was utilized by the fsr. The customer experienced the symptoms after being in the area of the repair for approximately 30 minutes. The abbott fsr also experienced a burning sensation in his mouth and nose and a sense of vertigo. The customer left the area and went outdoors. Forced ventilation was employed within the laboratory as the fsr continued to work. Both individuals were considered asymptomatic after approximately one hour. A review of the applicable labeling indicates that the concern is adequately addressed. The waste gutter crack repair kit is utilized by field service personnel only. Field service personnel are instructed to observe proper safety precautions at all times, which utilize the devcon plastic welder. Additionally the architect isystem service and support manual instructs field service personnel to consult material safety data sheets for safe use instructions and precautions and instructs the fsr to seek medicalattention in the event irritation or signs of toxicity occur after exposure. The devcon plastic welder utilized in the referenced isas, is packaged in a 47 ml dev-pac, containing the following labeling with respect to inhalation hazards: warning: eye, skin and respiratory irritant.precaution: use with adequate ventilation. First aid - inhalation: remove to fresh air. Msds hazards identification indicates that the product is a respiratory tract irritant and high concentrations may cause dizziness, headache, and anesthetic effects. Respiratory sensitization may occur with asthma-like symptoms in susceptible individuals. Handling and storage requirements instruct the user to ensure adequate ventilation and to avoid breathing the vapor, aerosol or mist. A review of all personal injury complaints documented over the last year identified no other occurrences of this nature. Based on the current evaluation, there is no indication of a deficiency of labeling or the architect system in conjunction with this concern. However, potential exception report has been opened to document further evaluation of waste gutter crack repair and the use of devcon plastic welder. This is the final report.

Event description:
The account stated that the field service representative was performing a waste gutter crack repair and the kit includes 2 epoxy cartridges that contain resin. Upon inhaling the resin, the operator stated that she was experiencing intoxicated symptoms such as mouth dryness, giddness and throat burn. There was no further information provided.